Event description:
It was reported that 15 minutes into the greenlight case, an error occurred within their laser system. The laster was restarted within 5 minutes and the same error occurred. The case was completed with a turp. The outcome was reported as "no harm to the patient".